Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) unresponsive. The patient was placed on a ventilator and the patient was given narcan twice when overdose was suspected. The patient did not respond to this treatment. The patient was suspected to have had a massive stroke and the physician wanted to rule out potential overinfusion. A head MRI was ordered to diagnose a possible stroke, because the patient had a history of stroke. However, the managing physician did not believe there was a pump issue. An abdominal CT was also ordered. The pump logs were checked with no adverse events or alarms recorded. The pump was placed at minimum rate mode. The patient was still undergoing tests to determine the cause of the issue. The patient was doing well at this time. The pump was used to deliver morphine.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).